Event description:
It was reported that the right ventricular (rv) lead had dislodged overnight. The physician was going to re-implant the lead on the right side but the helix would not extend. The lead was removed and replaced with a new rv lead. A few days later, the patient was brought in to have the lead positions inspected under fluoroscopy. Fluoroscopy confirmed that the newly implanted rv lead and current atrial lead had both dislodged. The rv lead was repositioned and remain in use. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking and was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the steroid ring was torn due to a bent helix, and there was apparent explant damage. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.